Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, log files has been sent by customer and reviewed by the technical support. The root cause was determined to be user fault. The blower overheating due to lack of maintenance / filter exchange combined with not reacting on blower temperature alarms caused damage of blower unit.

Event description:
The customer reported blower failure active alarm on a bellavista 1000. There was no patient reported associated with this event.